Event description:
Additional analysis was performed internally. It was determined that the event is related to a software/firmware error. This is related to a defect within the software that only affects the battery capacity indicator but not the flags such as intensified follow-up indicator, near end of service, end of service; therefore, the user would still receive a notice of the battery being at a low battery status flag. How this impacts the user: confusing battery indicators that seem to indicate rapid premature depletion (progress through 75-100, 50-75, 25-50, and 15-25% faster than expected), followed by inexplicable return to normal battery status (75-100%). After it rebounds to 75-100%, it will likely remain stuck there until battery voltage starts to drop near true ifi levels.

Manufacturer narrative:
B5. Describe event; corrected information; initial MDR inadvertently omitted information known prior to submission. F10. Adverse event problem; corrected information; initial MDR inadvertently omitted information known prior to submission. H6. Adverse event problem codes; corrected information; initial MDR inadvertently omitted information known prior to submission.

Event description:
It was reported that the patient generator had depleted to 15-25% and was referred for battery replacement as a result. At a recent clinic visit the patient device was interrogated and was found to be at 75-100%. Tablet data was provided and reviewed in which an anomaly was able to be identified- the exact cause of the issue could be discovered. Further investigation is required. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.